Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the complete lead was returned. Visual inspection revealed that the conductor coils were deformed at 99 mm from the terminal, which was determined to likely be due to the use of a grabbing tool at explant and not related to the field allegation. The lead was subject to direct current resistance testing and passed on all paths, verifying the lead's electrical performance was intact. No further testing was performed analysis could not confirm the clinical allegations observed in the field.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient's husband reported the right atrial lead was explanted one day post implant due to a dislodgement. No adverse patient effects were reported.